Event description:
Dr. Implanted two pieces of dermagraft into the patient to treat a diabetic pressure ulcer. Infection occurred on the right posterior of the heel, four days after the first dermagraft implant. The second application was implanted into the wound, with possible infection onset not visible. The infection was currently active and it was treated with antibiotics. Wound culture and blood tests were performed. Dr. Mentioned "it is not necessarily the product, but the application and the environment created allow bacteria to grow".